Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the system restarted on its own during a cataract procedure and when it came back up the system was frozen and did not respond to touch screen input. An alternate system was brought into complete the procedure. There was no impact to the patient.